Manufacturer narrative:
D2a common device name: hydrophilic cure catheter. Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
End user reports the "hm14c catheters sticking to packaging, "about 2 out of every 4 catheters in each box". He states that the "affected catheters stick to the packaging hard after preparing them like he normally would by popping water packet and making sure catheter is fully saturated. He notes it sticks to packaging upon removal. This would occur rarely in the past as he has been using these for 6 years but now that he has changed his supplier recently this has increased in frequency and is actively seeking another retailer. He said he had a recent uti which he hasn't had in over a year. He said he did use 2 catheters that stuck to the packaging about 2 days prior to getting his uti because he was at his office and he had no others available. His uti symptoms were dark urine, dysuria and fever. He said he went into his md for a "urine test" and they told him he was positive for uti and have started him on antibiotics, does not know name of it, has been taking this for 1 day. He takes precaution to wash hands, use gloves and cleanses meatus with soap and water or alcohol wipe in public bathrooms, as his md advised prior to cathing." End user was advised previously not use the catheters "that stuck to packaging, which he was aware of and tries to follow as he normally does not use these." He said he had to "pull it really hard so it would unstick" however, he reports no difficulty at all placing the affected catheters in his urethra, did not feel any sticking internally and said it went in well without pain or issue. He said he isn't sure those caused his uti and said "it may not even be related." He said he was prone to utis in the past because of the colonization of bacteria in his bladder since cathing and since starting a supplement called "ut-c" he said he hasn't had utis in the last 18 months, up until now, which he continues to take. Prior to that he said he had multiple utis prior to his turp procedure "years ago." He has urethral sphincter dysfunction and caths 6 x day for retention.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number : reporting site: 1049092 . Manufacturing site: 3005471919.